Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract surgery with an intraocular lens (iol) implantation, there was a "strong resistance" and advancing the iol was difficult. The reporter indicated the iol may have been clogged and when the plunger was advanced out of the patient's eye, the iol came out from the tip. The surgery was completed after replacing the product with another one with no reported harm to the patient.

Manufacturer narrative:
The device was returned, in the opened blister tray inside the opened carton. The plunger was oriented correctly. The lens stop has been removed. Viscoelastic was observed in the device. The plunger has been advanced almost to the end of the tip. The leading haptic and most of the optic extended beyond the device tip. The trailing haptic was misfolded, looped around the plunger tip. The distal tip of the trailing haptic extended along the right side of the plunger with the distal tip oriented toward the loading area. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed. And the documentation indicated, the product met release criteria. A non-qualified viscoelastic was indicated. The trailing haptic was misfolded, looped around the plunger tip. This may have been interpreted as the reported event. The root cause for the reported event may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics, leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered, a failure to follow the dfu is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).